Manufacturer narrative:
(B)(6). This report was generated to capture the device separation, which remains within the patient. The device was not returned for analysis. The lot number was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Per the onyx instruction for use (IFU): do not allow more than 1 cm of onyx to reflux back over catheter tip. Excessive onyx reflux may result in difficult catheter removal and potential entrapment. (B)(4).

Event description:
Citation: medtronic received information through literature review of "onyx embolization of extradural spinal arteriovenous malformation with intradural venous drainage". There was one case where a section of the catheter was left within the patient as there was an abundant amount of reflux into the lumbar 3 artery. The arteriovenous malformation (avm) was located in the left l3 lumbar. Angiography did not show persistent filling of avm. The patient was reported to have rapidly regained neurological function post the treatment. After brief inpatient rehabilitation, the patient was dismissed. 3 month follow up showed persistent obliteration of the avm. At 9 mounts the patient had no focal deficit. MDR # 2029214-2015-00676, MDR # 2029214-2015-00678.